Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 529mg/dl. The customer experienced vomiting, nausea, and thirsty. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a fixed prime test, and the insulin did exit. Performed the high pressure test, and the test failed twice. Advised the caller that the insulin pump will be replaced and revert to back up plan. Instructed the customer to remove the cannula, and it was not bent or occluded. Recommended the customer to change the infusion set every two to three days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received and unable to prime during prime test due to faulty force sensor. Unit passed displacement test, rewind, basic occlusion, occlusion, and no delivery tests.

Manufacturer narrative:
The insulin pump received and unable to prime during prime test due to faulty force sensor. Unit passed displacement test, rewind, basic occlusion, occlusion, and no delivery tests.